Event description:
It was reported that using the preclose technique deployment of the prostar xl sutures was attempted in a common femoral artery prior to an endovascular aortic repair (evar) procedure. Reportedly, during needle deployment, it was observed that the white sutures did not follow the needles out, only the green sutures did. All needles were removed from the hub normally and the green sutures were set aside. The white suture threads were stuck to the instrument (located outside the transparent plastic loop) and could not be removed from it, even afterwards. Another prostar xl was deployed correctly and without any issues. At the end of the evar procedure, all the sutures (1 green suture from the first and a white and green suture from the second prostar xl) were used to close the arteriotomy and achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device issue was confirmed because the white suture loop/bight was found entangled with the interlock ear preventing full deployment of the suture. The coiled suture lumens were not returned with the device. The purpose of the coiled suture lumens is to prevent the suture loop/bight from getting entangled with the handle or interlock ear during deployment of the device. The return of these components may have assisted in the investigation and determination of a possible cause. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.